Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported 73 year old male patient presenting for impella support. The patient experienced hemolysis while on the device. As treatment, the pump was prematurely removed and the patient was escalated to an impella 5.5.